Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose increased to 493 mg/dl due to a bent infusion set cannula. The bent cannula caused a no delivery alarm. The issue had been going on for the past two days. The customer was advised on proper infusion set insertion and usage protocol; she was also told to change her infusion set. The insulin pump was not returned for analysis.